Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare provider reported "we start the complaint process for the patient with rupture implants". Healthcare provider additionally reported "silicone degeneration with capsular calcification. Calcium deposits" and capsular contracture baker grade iii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed. As per the investigation procedures, creases, bubbles, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported "we start the complaint process for the patient with rupture implants". Healthcare provider additionally reported "silicone degeneration with capsular calcification. Calcium deposits" and capsular contracture baker grade iii. This record is for the right side. The device has been explanted.